Manufacturer narrative:
Correction to e1 (initial reporter city, initial reporter state, and initial reporter postal code). H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported three (3) external blood leaks were observed originating from an unspecified location of a gambro cartridge sn prime line set during hemodialysis therapy. The volume of blood loss was not reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.